Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the connector part to be out of alignment due to strain relief. Additional method code, result code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28,product type: lead. (B)(4).

Event description:
The manufacturer representative reported that there was lead insertion difficulty during a procedure. The physician had unloosened the screw and had attempted several times to advance the lead into the header block without success. They confirmed that the head bore was clear and the setscrew was backed out of the bore and they were not able to insert the lead into the implantable neurostimulator (ins). Rotating the ins while inserting the lead did not resolve the issue. They opened a new battery that went on the lead with no problems. No symptoms were reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.